Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported enteral feeding device was placed in the stomach under fluoroscopy and 3 anchors were fixed with gastropexy. One "thread" snapped during surgery, so another one was added. Fluoroscopy was performed and it was confirmed that the t-bars were on the wall of stomach with no problem. After 2 days, it was found that 3 anchors snapped. Fluoroscopy was performed and it was confirmed that the t-bars were on the wall of stomach with no problem. Additional information received (B)(6) 2022 stated a gastrostomy tube was placed but the placement was not due to the suture break. The drain tube had been placed for another reason which was unknown.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 02-feb-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported enteral feeding device was placed in the stomach under fluoroscopy and 3 anchors were fixed with gastropexy. One "thread" snapped during surgery, so another one was added. Fluoroscopy was performed and it was confirmed that the t-bars were on the wall of stomach with no problem. After 2 days, it was found that 3 anchors snapped. Fluoroscopy was performed and it was confirmed that the t-bars were on the wall of stomach with no problem. Additional information received (B)(6) 2022 stated a gastrostomy tube was placed but the placement was not due to the suture break. The drain tube had been placed for another reason which was unknown.